Manufacturer narrative:
Approximate age of device: 1 year, 15 days (estimated calculation from the date when the mpu was issued to the patient). The patient remains ongoing with lvad support. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with left ventricular assist device (lvad) on (B)(6) 2017. It was reported that device interrogation revealed multiple no external power alarms occurring on battery and when the vad was connected to a mobile power unit. The patient was asymptomatic. The manufacturer's technical service representative reviewed the submitted log file and observed that the no external power events were only occurring when connected to the mpu. The customer was informed that this may be an issue with the mpu patient cable. No additional information was provided.

Manufacturer narrative:
No product was returned for evaluation. The reported event of no external power was confirmed based on the information recorded in the log file provided by the customer. The log file contained events recorded from (B)(6) 2018 to (B)(6) 2018. The log file contained numerous no external power alarms recorded between (B)(6) 2018 and (B)(6) 2018. The associated voltage levels suggested that the alarms occurred when the system was connected to a mpu. Some of the no external power alarms were accompanied by transient backup battery fault alarms. A specific root cause for the atypical alarms captured in the log file was not able to be determined. The (B)(4) was not returned for evaluation. Multiple attempts were made to obtain additional information from the customer regarding the event and the customer only provided the mpu serial number. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.